Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was not operating as intended and the patient was experiencing recurrent incontinence. A revision procedure was performed, during which it was confirmed the balloon was intact; no fluid leak was identified. The pump was explanted and replaced. There were no additional patient complications reported.